Event description:
This report is being filed as the mitraclip (10280135/(B)(4)) detached from the posterior leaflet. Detachment from a leaflet has the potential to cause or contribute to patient injury. It was reported that a patient with degenerative mitral regurgitation (bi-leaflet prolapse / myxoedematous changes on leaflets) underwent a mitraclip procedure. During the procedure, one clip was successfully implanted (10280135/(B)(4)). The leaflet insertion assessment showed well inserted leaflets in all projections; there were no difficulties with visualization. When the clip was deployed, both leaflets were attached to the clip and the degenerative mitral regurgitation (mr) grade was reduced from 3 to 2-3. The decision to place a second clip was made. However, after five minutes, the first clip detached from the posterior mitral valve leaflet. There was no tissue damage observed due to the clip detaching from the leaflet, but reportedly it was highly probable. The second clip (10280135/(B)(4)) was used. Each time the clip was inserted into the leaflets, after a short period, the clip detached. The clip was not deployed and was removed from the anatomy; the mitraclip procedure was aborted. Per the physician, the morphology of the leaflets was not suitable for the mitraclip therapy. There was no device failure observed. Post procedure, the patient was clinically stable and the degenerative mr remained at the preprocedure grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated the clip detached from the posterior mitral valve leaflet. There was no tissue damage observed due to the clip detaching from the leaflet, but reportedly it was highly probable. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The most probable cause for the mitral regurgitation was due to the slda with respect to the patient anatomy, user technique and procedural conditions. The reported patient effects of worsening mitral regurgitation and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.